Manufacturer narrative:
Retrospective review of biomet ltd. File was performed on october 9, 2007. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements of a device malfunction. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evidence suggests that reamer fractured due to torsional force applied during use. This report filed on november 30, 2007.

Event description:
It was reported that during knee procedure, reamer fractured and patient retained the bottom five (5) inches of the instrument.